Manufacturer narrative:
Through follow-up with user facility personnel, steris learned that the hospital's investigation determined that the cause of the reported event is attributed to user facility personnel not properly securing the patient on the table. The patient was in reverse trendelenburg with a strap over their thigh at the time of the reported event. User facility personnel commanded the tabletop to tilt when the patient began to slip off the table. A steris technician arrived onsite to inspect the table. Unrelated to the reported event, the technician found that the power supply required replacement. The table was installed in 1994 making it approximately 27 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The technician replaced the power supply, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the patient began to slip off their 3080 sp surgical table. The patient was stabilized and repositioned onto the surgical table resulting in a procedure delay. The procedure was completed successfully. No report of injury.